Manufacturer narrative:
UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a set screw of a connector would not turn during tightening within surgery. It was removed and replaced with an alternative connector to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The returned device was evaluated. There was no failure mode detected. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that a set screw of a connector would not turn during tightening within surgery. It was removed and replaced with an alternative connector to complete the procedure. There were no reported patient impacts.